Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient had an infection around the incision site for the ipg and lead entry point. There was redness and swelling. As a result, the patient underwent surgical intervention during which the device was explanted. The infection had resolved post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: section e3 should have been "physician" instead of being blank, and section e4 should have had "no information" checked off in the initial report. This correction is reflected in this additional report 1.